Event description:
With the guidance of the manufacturer's representative, the thermachoice hand piece was prepared for use according to the instructions. During this, the machine alerted system error. A second hand piece with the same lot number was prepared using the same instructions and guidance, again system error sounded. A third thermachoice hand piece with a different lot number was prepared using the same instructions and guidance and this unit passed and was successfully used for the procedure without incident.